Manufacturer narrative:
Only a wallflex biliary rmv stent was returned for analysis. Visual examination of the returned device found that the stent and a broken wire piece were received. The stent retrieval loop wire was noted to be broken in two places. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The noted damage to the returned device was consistent with damage occurring during removal of the stent from the patient and is likely due to anatomical or procedural factors. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016, that a wallflex biliary rx stent was implanted to treat a benign biliary stricture during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. During a planned stent removal procedure with ercp on (B)(6) 2016, the physician noted that a piece of the stent broke off as it was being removed from the patient. The broken piece of stent fell in the duodenum. The remainder of the stent was removed and the broken piece was retrieved using foreign body forceps. A slight bleed was noted to the stent removal site but resolved without intervention. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016, that a wallflex¿ biliary rx stent was implanted to treat a benign biliary stricture during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. During a planned stent removal procedure with ercp on (B)(6) 2016, the physician noted that a piece of the stent broke off as it was being removed from the patient. The broken piece of stent fell in the duodenum. The remainder of the stent was removed and the broken piece was retrieved using foreign body forceps. A slight bleed was noted to the stent removal site but resolved without intervention. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.